Event description:
At 0955 central venous catheter was removed by physician due to leaking IV solution around insertion site. During removal by physician, the distal portion of catheter (15cm in length) remained in pt, after proximal portion was removed. On 7/15/95 at 0830 pt tried to get out of bed and stretched IV line and catheter. Pt fell at this time. Catheter remained in tact.